Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the appendage was very difficult to image using transesophageal echocardiography (tee). No measurements were obtained. The physician decided to continue with the procedure to obtain an appendagram. The appendage was visualized and measured about 2.5 sheaths across. The physician decided to deploy a 20mm closure device. The physician still was not able to visualize the appendage or closure device on tee. Multiple contrast injections in multiple angles were performed to assess the position and compression of the closure device. The injections looked like contrast was going into the pericardium. The physician checked the effusion, and it seemed unchanged from before the case. The effusion was monitored for 30 minutes and the physician decided to leave the closure device despite not being able to see position on the echocardiogram. The effusion was unchanged after the 30 minutes, and the case was ended. The patient was brought back that night for pericardiocentesis and 1000ml of fluid was removed and a drain was left in place. The patient remains in the intensive care unit and is stable and expected to fully recover.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added per surpass data.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the appendage was very difficult to image using transesophageal echocardiography (tee). No measurements were obtained. The physician decided to continue with the procedure to obtain an appendagram. The appendage was visualized and measured about 2.5 sheaths across. The physician decided to deploy a 20mm closure device. The physician still was not able to visualize the appendage or closure device on tee. Multiple contrast injections in multiple angles were performed to assess the position and compression of the closure device. The injections looked like contrast was going into the pericardium. The physician checked the effusion, and it seemed unchanged from before the case. The effusion was monitored for 30 minutes and the physician decided to leave the closure device despite not being able to see position on the echocardiogram. The effusion was unchanged after the 30 minutes, and the case was ended. The patient was brought back that night for pericardiocentesis and 1000ml of fluid was removed and a drain was left in place. The patient remains in the intensive care unit and is stable and expected to fully recover. It was further reported that pericardial effusion with tamponade occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0035803900. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Per the event review, the closure device likely did not meet position, anchor, size and seal (pass) criteria prior to release and the baseline measurement by means of appropriate imaging modality (either cardiac CT or tee) were not performed. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion with cardiac tamponade (hospitalization or prolonged hospitalization, additional device required, intensive care). Risk review: a risk review was completed and confirmed that the event of pericardial effusion with cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure the appendage was very difficult to image using transesophageal echocardiography (tee). No measurements were obtained. The physician decided to continue with the procedure to obtain an appendagram. The appendage was visualized and measured about 2.5 sheaths across. The physician decided to deploy a 20mm closure device. The physician still was not able to visualize the appendage or closure device on tee. Multiple contrast injections in multiple angles were performed to assess the position and compression of the closure device. The injections looked like contrast was going into the pericardium. The physician checked the effusion, and it seemed unchanged from before the case. The effusion was monitored for 30 minutes and the physician decided to leave the closure device despite not being able to see position on the echocardiogram. The effusion was unchanged after the 30 minutes, and the case was ended. The patient was brought back that night for pericardiocentesis and 1000ml of fluid was removed and a drain was left in place. The patient remains in the intensive care unit and is stable and expected to fully recover. It was further reported that pericardial effusion with tamponade occurred.